Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a radiofrequency chip anomaly causing inability to interrogate the device. The device could be interrogated with an inductive transmitter. No additional information was reported.

Event description:
New information noted that the patient was moved into hospice care and cancelled all in-clinic checks. It is believed that the patient has cancer but is not confirmed.